Manufacturer narrative:
Section b5: history of sepsis and infection are reported under MFR # 2916596-2021-04215, MFR # 2916596-2021-04280, and MFR # 2916596-2021-04214. Manufacturer's investigation conclusion: a specific cause for the patient outcome, sepsis, cardiac arrhythmia, and patient condition, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient died. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20dec2019. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists potential adverse events, including sepsis, cardiac arrythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021. The patient was admitted with confusion, febrile, tachycardic, hypotensive, hypoglycemic, elevated lactate. The left ventricular assist device (lvad) was discontinued at 1704 on (B)(6) 2021 and the patient was pronounced dead at 1801 on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away.